Event description:
Pt brought to nursery. Post-partum nurse noted increased head circumference and lethargy. Transferred to scn after consultation with neonatal nurse practioner. Possible seizure activity noted. Delivered vaginally with vacuum extraction x2.